Event description:
PICC line was inserted on (B)(6) 2020 using the bard power PICC catheter with sherlock 3cg tip positioning system. No complications during procedure. Patient returned on (B)(6) with a radiopaque foreign object seen on imaging. Foreign body as successfully removed. Foreign body was identified as the 5cm copper tip from the guidewire uses to insert the PICC. Therapy dates: (B)(6) 2020 - (B)(6) 2020, FDA safety report ID# (B)(4).